Manufacturer narrative:
Date of event: unknown, used the first day of the aware month. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) implanted approximately four years ago. The patient states that in the recent months he slowly started leaking urine again. Testing showed balloon with little fluid in it. The patient underwent surgery and all components were removed and replaced. The source of fluid leak was not identified. There were no patient complications.